Event description:
Additional information: the surgeon reported that there was thrombus in the left ventricle obstructing the inflow conduit, and that episodes of presyncope occurred. It was reported that the lactate dehydrogenase level was also elevated. For pump implantation, a sternotomy was performed with intra-peritoneal placement of the pump, as the patient was low in body weight/mass. Exploration of the left ventricular cavity was also performed. The patient expired secondary to major stroke and general deconditioning. No additional information was reported.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 45 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2017 due "dysfunction, pump migration". Additional information was requested, but was not provided.

Manufacturer narrative:
Correction to the additional information submitted on follow-up medwatch report #1. It was initially reported that "for pump implantation, a sternotomy was performed with intra-peritoneal placement of the pump, as the patient was low in body weight/mass." This surgical procedure was not performed for pump implantation; it was for re-exploration and re-positioning of the lvad in the intra-peritoneal area. The device was retained by the hospital and will not be provided to the manufacturer for analysis. A surgical procedure was performed to reposition the pump and for exploration of the left ventricle. It was reported that thrombus was noted in the left ventricle that was obstructing the inflow conduit; however, there was no report of thrombosis within the device. There was no device related issue reported. A correlation between the device and the events leading up to the patient outcome could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the surgeon reported that there was thrombus in the left ventricle obstructing the inflow conduit, and the patient experienced episodes of presyncope. It was reported that the patient's lactate dehydrogenase level was also elevated. A surgical sternotomy was performed with intra-peritoneal placement of the pump, as the patient was low in body weight/mass. Exploration of the left ventricular cavity was also performed. The patient expired secondary to a major stroke and general deconditioning. The perfusionist reported that the patient's cause of death was not a dysfunction of the pump itself, and thus the device would not be returned for evaluation.